Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were corrected: a2, a4, a5, a6, b3, d9, e1, e3, and g2. The following fields were updated: d4, h2, and h6. The device was returned to olympus for inspection and the reported event was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Additional information received: d9: date of device return 1/09/2025. H4: device mfg date 1/7/2019.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the generator board. The generator board failure is electrical/electronic component problem, but the cause of the failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited a 400/e433 error and the generator board had failed. There was no patient involvement.